Manufacturer narrative:
No functional problems were identified during investigation. The investigation concluded the contract manufacturer failed to properly set up the device to user mode. Due to the device not set to user mode, the device software safeguards operated as intended and caused premature shut-down of stimulator, causing user inconvenience.

Event description:
Medwatch report (B)(4) received from (B)(6) hospital stating: "it won't stimulate, screen shows "errow". Device failed (e.g. Broke, couldn't get it to work or stopped working." Intended procedure: peroneal right common peroneal nerve decompression.